Event description:
Insulin leaks beside the needle [needle issue], elevated blood glucose levels during use of novofine autocover, needles [blood glucose increased]. Case description: does the incident represent a serious public health threat? No. This spontaneous case from germany was reported by a pharmacist as "elevated blood glucose levels during use of novofine autocover needles" and "insulin leaks beside the needle" concerns a (B)(6) female pt, using novofine autocover needles from an unk date to an unk date due type 2 diabetes mellitus. Pt's height: (B)(6). A pharmacist reported that a man had elevated blood glucose levels during use of novofine autocover needles. Insulin leaks beside the needle when used by pt and different people from nursing service. The needle was stopped. The pt is taken care of by a nursing service. The nursing service reported to the pharmacy that in (B)(6) 2012, the pt had elevated blood glucose levels again and again and therefore the pt was admitted three times to the hospital by the emergency doctor. At least 3 times blood glucose level above 500 mg/dl in (B)(6) 2012. Blood sugar was normalized by emergency doctor. The pt has been taken care of by nursing service and pharmacy since (B)(6) 2012. Nursing service has provided regular needles to the pt now and with those blood glucose levels are in the range of 100 mg/dl. The outcome was reported as recovered on (B)(6) 2012.

Manufacturer narrative:
Analysis reply: product: needle autocover 30g 8 mm. Lot no: 12c09u. Case conclusion: nothing abnormal was found with the sealed and unused needles. Company comment: (B)(4) 2012. As none of the used needles has been returned to novo nordisk a/s for investigation, no irregularities were found on the unused needles and very limited info regarding the handling of the suspected needles is available; it is not possible to identify a clear root-cause for the experienced event and thus find similar cases. Eval summary: needle conclusion: batch history from final qc-release examined. Microscopical examinations performed. Needles tested for flow with measure threads. During test it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this compliant. Microscopical examinations performed. Needles tested for flow with measure threads. During test it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint. Microscopical examinations performed. Needles tested for flow with measure threads. During test it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint.